Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 560 mg/dl. Customer reports the following symptoms related to their high blood glucose was customer does not feel well. Customer treated high blood glucose with old insulin pump. Customer reported that, he took the reservoir out of the pump it was filled with air bubbles. The insulin pump will not be returned for analysis.